Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical power error (open book image). Customer's blood glucose at time of incident was 8.8mmol/l. The customer stated the image was display on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 found in the long trace history due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform the functional testing, including the selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to a critical pump error. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the lcd window, case and keypad overlay.